Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Formatted history file confirms low batt alarm triggered during pump therapy. Unit passed the displacement test, self test, sleep current measurement and active current measurement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that replace battery now alarm was occurred. Blood glucose was 151 mg/dl. Troubleshooting was performed. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now without a low battery warning. Advised the pump will need to be replaced. The product will be returned for analysis.